Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation was unable to determine a cause for the reported clip becoming caught in the chordae. The reported patient effect of foreign body left in the patient appears to be related to procedural conditions. The patient effect of failure to retrieve mitraclip system components (foreign body left in patient), as listed in the as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch MFR number.

Event description:
This is filed because during positioning, the clip became caught on the chordae and could not be removed. In order to remove the clip delivery system, the clip was deployed in the chordae, an unintended site. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing the mr to 3+. The second clip delivery system (cds) was advanced to the mitral valve leaflets. Leaflet grasping was performed but the decision was made to re-position the clip for a better grasp. The clip was inverted and retraction of the device was begun but the clip became caught on the chordae. Standard troubleshooting maneuvers were performed but the clip could not be freed from the chordae; therefore, the clip was deployed on the chordae only, with no leaflet captured. The cds was removed successfully. No additional clips were attempted for use. The two clips had been implanted, reducing the mr to 3+. After removal of the steerable guiding catheter, an atrial septal defect was observed; therefore, a septal occluder was used for treatment. The patient was confirmed to be clinically stable and no further treatment is planned. No additional information was provided.